Event description:
Following the transfemoral deployment of a 23mm sapien valve in a 50:50 position, 3+ paravalvular leak (pvl) was noted. A second sapien valve was subsequently implanted slightly more ventricular, which reduced the pvl to trace. Post procedure the patient was noted to be in stable condition. The native aortic annular diameter was 21mm (area 412) by tee. The native aortic valve was severely calcified. The aortic root was mildly calcified. The coaxial alignment of the valve and delivery system was described as good. Per report, the native annular diameter was in the zone where either a 23mm or a 26mm thv could have been implanted, and this patient may have benefited from a 26mm sapien valve.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, it is likely that the pvl was caused by a combination of severe native valve calcification and the diameter of the annulus being on the border of a 23mm and 26mm sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.